Manufacturer narrative:
(B)(6). The returned device was received and evaluated. A visual inspection was performed and the unit was found to be in average condition with no external damage. A functional inspection was performed using a standard test bench that has been specifically configured for the functional testing and failure analysis. Root cause electrical component failure. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an unknown procedure using an arthroscope, that the pump pressure got out of control (very high) and was completely unmanageable. As a result of this the patients shoulder 'blew' up very fast and the surgeon had to stop surgery. The swelling decreased and case was completed same day. It is unknown whether a backup device was available. (B)(4).